Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter displayed inaccurately low compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began to appear in 2017 at an unspecified date and time. The patient reported to obtain an inaccurate low reading of ¿88mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The customer reported that 30 minutes prior to the alleged meter issue she developed symptoms of feeling ¿really bad, weak and headache¿. The patient self-treated the symptoms with peppermint and orange juice at an unspecified date and time after the inaccurate low reading. The patient claimed to call an ambulance in response to the alleged symptoms and her blood glucose level was tested using the emergency room/hospital meter obtaining a reading of ¿565 mg/dl¿. The patient confirmed to be hospitalized and to be treated with 15 units of insulin and 6 bags of IV fluid. The patient manages her diabetes with lantus insulin (50 units 2 times per day) and admelog (25 units 3 times per day). During troubleshooting, the csr established that the patient¿s meter was set to the correct unit of measure at the time of testing and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after drinking peppermint tea and orange juice in response to the low blood glucose reading.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.